Event description:
It was reported to boston scientific corporation that a captiflex snare was used in the colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure the handle broke. The procedure was completed with another captiflex snare. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned product found the flare detached and the strain relief bent. Additionally, the wire has 3 kinks along it. Functional testing could not be performed due to the flare detachment. The complaint that the handle broke was not confirmed; visual damages found on the device could have cause some resistance felt during actuation leading to flare detachment. Based on this information, manipulation of the device during the procedure could likely caused the damages found on the device, therefore the most probable root cause for this event is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captiflex snare was used in the colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure the handle broke. The procedure was completed with another captiflex snare. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.